Event description:
Discordant sodium (na) results were obtained on multiple patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The laboratory personnel questioned the discordant na results and repeated the samples on an alternate system. The repeat na results were reported to the physician(s). There were no known reports of adverse health consequences or patient intervention due to the discordant na results.

Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and determined that the customer was experiencing sodium calibration drifting. The ccc instructed the customer to clean the ion selective electrode, perform system maintenance and to replace the sodium electrode. The cause of the discordant sodium results is unknown. The customer successfully ran sodium calibrations and quality controls. The instrument is performing within specification. No further evaluation of the device is required.